Event description:
Dental implant failure.

Manufacturer narrative:
The implant was returned to manufacturer for evaluation. Manufacturer's trend analysis show that implant fracture and failure are low-rate adverse events, which are common for endosseous dental implants in clinical use. There are several factors that could not be verified that directly affect implant success, including oral hygiene, bruxism or large occlusal forces, superstructure design, implant localization, and bone resorption around the implant.